Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2015-19912.

Event description:
Customer reported via phone, there was a leak in reservoir compartment in the insulin pump. However, the leak was not located on the reservoir. Customer also mentioned the reservoir compartment had damage. Customer also mentioned he was hospitalized for high blood glucose of 578 mg/dl. Symptoms were dizziness, headaches, light headed, shaking, and sweats. Customer stated he wasn't hospitalized but was being observed. He was treated with an IV and insulin with a syringe. Current blood glucose was 207 mg/dl. Customer declined troubleshooting for high blood glucose. Customer is not returning the reservoir for further analysis.